Event description:
The customer stated that the device shows "do not use" symbol. Unit has never been used before and was found on routine daily check of equipment. No patient involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was evaluated. The complaint was confirmed. Upon receipt, the device's status indicator was flashing which per the device manual is a warning to the user that battery replacement is required. The device was tested and found to perform to specifications- no device malfunction. The battery replacement corrected the issue and the device will be upgraded to the latest software and returned to the customer.